Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device failed the user test and was unable to charge for defibrillation. In this state, defibrillation therapy may not be available if needed. This was found during routine inspection of the device. There was no patient use reported for this event.